Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. During the procedure, the esheath+ was inserted without resistance, and the commander delivery system with the valve was advanced through the sheath without difficulty. The valve was deployed successfully. After valve deployment, the system was removed without any issue. Upon removal, a tear was observed at the distal tip of the esheath+. There was no harm to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The provided imagery was evaluated and the following was observed: esheath distal tip opened but torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported distal tip torn was confirmed based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment investigation and/or by manufacturing process variation during trimming step leading to hdpe damage, as investigated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.